Event description:
Pt received replacement lenses and reports he began wearing them the following day. His left eye felt irritated so he went to a hosp where he was diagnosed with a corneal scratch o.s. And prescribed an antibiotic. At a follow up 3 days later, the pt was diagnosed with a corneal ulcer o.s., inferior to central, accompanied by hypopyon and infectious keratitis. The pt was admitted to the hosp for treatment and discharged 6 days later. His vision is 20/20 with a remaining scar formation. The treating practitioner had not seen the pt prior to this event but stated that from his experience the event was not caused by the contact lens, itself, but from overwear, sleeping in the lenses or poor compliance. It was noted on the chart that the pt sleeps in the lenses. The dispensing office had no info on the pt's wearing schedule or care techniques and the pt would not supply detailed info. The pt has the contact lens but has indicated taht he will not return the product.